Event description:
It was reported that the patient received the elective replacement indicator, eri, message from the novi ipg. The patient underwent a surgical procedure in which only the ipg was replaced. The physician indicated that the eri message was received too soon. Additional information was received that high impedances were identified on the ipg. The patient was doing well post operatively, and his stimulation was stable with good control of the symptoms.

Manufacturer narrative:
It was reported that the ipg was in a state of eri prematurely less than the expected battery life of more than 4 years. The complaint was confirmed. The device was in service for 21 months, which is shorter than the estimated longevity of 42 months based on the device programs energy use index. Based on the investigation, the root cause has not been determined, but the proximal cause was. The proximal cause of the reduced longevity is a high vh voltage. Vh is the voltage used to drive the stimulation and maintain compliance voltage at the electrodes. The root cause for the high vh state has not been identified. However, two possible hypothesizes present themselves. Either the compliance voltage algorithm (cva) has a, at this time unknown, failure mode that causes vh to be driven high for the required impedance load, or the impedance load was unexpectedly high and the cva correctly increased the vh drive voltage, even to its maximum level, to enable the stimulation. Possible cause for a high impedance could be a lead or lead contact failure. Given the log readings it would have occurred shortly after implant and before activation of stimulation. At this time the root cause cannot be determined. The probable cause is cause not established.

Event description:
It was reported that the patient received the elective replacement indicator, eri, message from the novi ipg. The patient underwent a surgical procedure in which only the ipg was replaced. The physician indicated that the eri message was received too soon. Additional information was received that high impedances were identified on the ipg. The patient was doing well post operatively, and his stimulation was stable with good control of the symptoms.

Manufacturer narrative:
Correction to follow-up MDR 1 in block h1. It was reported that the ipg was in a state of eri prematurely less than the expected battery life of more than 4 years. The complaint was confirmed. The device was in service for 21 months, which is shorter than the estimated longevity of 42 months based on the device programs energy use index. Based on the investigation, the root cause has not been determined, but the proximal cause was. The proximal cause of the reduced longevity is a high vh voltage. Vh is the voltage used to drive the stimulation and maintain compliance voltage at the electrodes. The root cause for the high vh state has not been identified. However, two possible hypothesizes present themselves. Either the compliance voltage algorithm (cva) has a, at this time unknown, failure mode that causes vh to be driven high for the required impedance load, or the impedance load was unexpectedly high and the cva correctly increased the vh drive voltage, even to its maximum level, to enable the stimulation. Possible cause for a high impedance could be a lead or lead contact failure. Given the log readings it would have occurred shortly after implant and before activation of stimulation. At this time the root cause cannot be determined. The probable cause is cause not established.

Manufacturer narrative:
It was reported that the ipg was in a state of eri prematurely less than the expected battery life of more than 4 years. The complaint was confirmed. The device was in service for 21 months, which is shorter than the estimated longevity of 42 months based on the device programs energy use index. Based on the investigation, the root cause has not been determined, but the proximal cause was. The proximal cause of the reduced longevity is a high vh voltage. Vh is the voltage used to drive the stimulation and maintain compliance voltage at the electrodes. The root cause for the high vh state has not been identified. However, two possible hypothesizes present themselves. Either the compliance voltage algorithm (cva) has a, at this time unknown, failure mode that causes vh to be driven high for the required impedance load, or the impedance load was unexpectedly high and the cva correctly increased the vh drive voltage, even to its maximum level, to enable the stimulation. Possible cause for a high impedance could be a lead or lead contact failure. Given the log readings it would have occurred shortly after implant and before activation of stimulation. At this time the root cause cannot be determined. The probable cause is cause not established.

Event description:
It was reported that the patient received the elective replacement indicator, eri, message from the novi ipg. The patient underwent a surgical procedure in which only the ipg was replaced. The physician indicated that the eri message was received too soon.